Event description:
It was reported by the customer that the bd pyxis¿ medstation¿ es auxiliary system drawer 4 was failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubies were failed to open and requires maintenance. A field service engineer (fse) logged in as care fusion (cf) support and opened the hardware test application. The device was verified to be online and communicating. After obtaining keys from the customer, the fse opened the back cabinet, inspected it, and confirmed all cables were securely connected. The debris was removed, and the cabinet was closed and locked before returning the keys to the client. The drawers were tested using the hardware test application and was verified to open and close properly. The system functioned as intended after the field service engineer tested the device.